Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (batch no. 869746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included umbilical hernia and abdominal bloating. On (B)(6)2011, the uterus was ant everted smooth and regular cavity here were no adnexal masses palpated under anesthesia examination. The essure device was placed in the right tube first with 4 coils visible and then in the left tube with 4 coils visible also all instruments were removed from the uterus and cervix hemostasis was excellent. Concurrent conditions included adenomyosis, uterine fibroid, endometriosis, adhesion and inflammation. Concomitant products included ibuprofen. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In 2014, the patient experienced the first episode of dyspareunia ("pain during intercourse"), mood altered ("hormonal changes: very moody"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)") and tooth disorder ("dental problems"). In 2015, the patient experienced eczema ("exema") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In 2016, the patient experienced neuralgia ("nerve spasms"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), anaemia ("anemia"), hypersensitivity ("allergy symptoms") and rash ("rashes"). The patient was treated with surgery (ablation and bilateral salipingo and partial hysterectomy on (B)(6)2015 and lysis of adhesions.). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, genital haemorrhage, anaemia, hypersensitivity and rash was resolving and the vaginal haemorrhage, menorrhagia, neuralgia, eczema, the last episode of dyspareunia, migraine, headache, tooth disorder, weight increased, alopecia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, alopecia, anaemia, dysmenorrhoea, eczema, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, mood altered, neuralgia, rash, tooth disorder, vaginal haemorrhage, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: current weight 124 lbs. Patient symptoms had subsided following salipingo-hysterectomy procedure. Discrepancy of insertion date : (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: results: revealed that the coils were properly placed. Total bilateral occlusion.. Most recent follow-up information incorporated above includes: on 3-dec-2018: pfs received. Lot number added. New events added from pfs- very moody, abnormal bleeding (vaginal, menorrhagia), nerve spasms, exema, dyspareunia (painful sexual intercourse), migraines, headaches, dental problems, weight gain, hair loss and dysmenorrhea (cramping). Medical history updated. Ablation was done for event-heavy bleeding. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') and genital haemorrhage ('heavy bleeding') in a 29-year-old female patient who had essure (batch no. 869746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included umbilical hernia and abdominal bloating. On (B)(6) 2011, the uterus was ant everted smooth and regular cavity here were no adnexal masses palpated under anesthesia examination. The essure device was placed in the right tube first with 4 coils visible and then in the left tube with 4 coils visible also all instruments were removed from the uterus and cervix hemostasis was excellent. Concurrent conditions included adenomyosis, uterine fibroid, endometriosis, adhesion, inflammation, back pain, anxiety and nerve damage. Concomitant products included gabapentin since 2015, ibuprofen, mirabegron (myrbetriq) from (B)(6) 2015, oral contraceptive nos and tramadol since 2015. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In 2014, the patient experienced the first episode of dyspareunia ("pain during intercourse"), mood altered ("hormonal changes: very moody"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), tooth disorder ("dental problems") and night sweats ("hormonal changes: night sweats"). In 2015, the patient experienced eczema ("exema") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In 2016, the patient experienced neuralgia ("nerve spasms"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), anaemia ("anemia"), hypersensitivity ("allergy symptoms") and rash ("rashes"). The patient was treated with surgery (ablation and bilateral salipingo and partial hysterectomy on (B)(6) 2015 and lysis of adhesions.). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, genital haemorrhage, anaemia, hypersensitivity and rash was resolving, the mood altered, the last episode of dyspareunia, migraine, headache, weight increased, alopecia, dysmenorrhoea and night sweats had not resolved and the vaginal haemorrhage, menorrhagia, neuralgia, eczema and tooth disorder outcome was unknown. The reporter considered abdominal pain lower, alopecia, anaemia, dysmenorrhoea, eczema, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, mood altered, neuralgia, night sweats, rash, tooth disorder, vaginal haemorrhage, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: current weight 124 lbs. Patient symptoms had subsided following salipingo-hysterectomy procedure. Discrepancy of insertion date : (B)(6) 2011. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? No . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: results: revealed that the coils were properly placed. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-may-2019: pfs received event " night sweats" was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (batch no. 869746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included umbilical hernia and abdominal bloating. On (B)(6) 2011, the uterus was ant everted smooth and regular cavity here were no adnexal masses palpated under anesthesia examination. The essure device was placed in the right tube first with 4 coils visible and then in the left tube with 4 coils visible also all instruments were removed from the uterus and cervix hemostasis was excellent. Concurrent conditions included adenomyosis, uterine fibroid, endometriosis, adhesion and inflammation. Concomitant products included ibuprofen. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In 2014, the patient experienced the first episode of dyspareunia ("pain during intercourse"), mood altered ("hormonal changes: very moody"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)") and tooth disorder ("dental problems"). In 2015, the patient experienced eczema ("exema") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In 2016, the patient experienced neuralgia ("nerve spasms"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), anaemia ("anemia"), hypersensitivity ("allergy symptoms") and rash ("rashes"). The patient was treated with surgery (ablation and bilateral salipingo and partial hysterectomy on (B)(6) 2015 and lysis of adhesions.). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, genital haemorrhage, anaemia, hypersensitivity and rash was resolving and the vaginal haemorrhage, menorrhagia, neuralgia, eczema, the last episode of dyspareunia, migraine, headache, tooth disorder, weight increased, alopecia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, alopecia, anaemia, dysmenorrhoea, eczema, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, mood altered, neuralgia, rash, tooth disorder, vaginal haemorrhage, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: current weight 124 lbs. Patient symptoms had subsided following salipingo-hysterectomy procedure. Discrepancy of insertion date : (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: results: revealed that the coils were properly placed. Total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-jan-2019: quality-safety evaluation of ptc-product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") and genital haemorrhage ("heavy bleeding") in a female patient who had essure (batch no. 869746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included umbilical hernia and abdominal bloating. On (B)(6) 2011, the uterus was ant everted smooth and regular cavity here were no adnexal masses palpated under anesthesia examination. The essure device was placed in the right tube first with 4 coils visible and then in the left tube with 4 coils visible also all instruments were removed from the uterus and cervix hemostasis was excellent. Concurrent conditions included adenomyosis, uterine fibroid, endometriosis, adhesion and inflammation. Concomitant products included ibuprofen. On (B)(6)2011, the patient had essure inserted. In november 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In september 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In 2014, the patient experienced the first episode of dyspareunia ("pain during intercourse"), mood altered ("hormonal changes: very moody"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), the second episode of dyspareunia ("dyspareunia (painful sexual intercourse)") and tooth disorder ("dental problems"). In 2015, the patient experienced eczema ("exema") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In 2016, the patient experienced neuralgia ("nerve spasms"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), anaemia ("anemia"), hypersensitivity ("allergy symptoms") and rash ("rashes"). The patient was treated with surgery (ablation and bilateral salipingo and partial hysterectomy on (B)(6)2015 and lysis of adhesions.). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain lower, genital haemorrhage, anaemia, hypersensitivity and rash was resolving and the vaginal haemorrhage, menorrhagia, neuralgia, eczema, the last episode of dyspareunia, migraine, headache, tooth disorder, weight increased, alopecia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, alopecia, anaemia, dysmenorrhoea, eczema, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, mood altered, neuralgia, rash, tooth disorder, vaginal haemorrhage, weight increased, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: current weight 124 lbs. Patient symptoms had subsided following salipingo-hysterectomy procedure. Discrepancy of insertion date : (B)(6)2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - in january 2012: results: revealed that the coils were properly placed. Total bilateral occlusion.. Amendment: the report was amended on (B)(6)2018 for the following reason: ccc updated. No new follow-up information was received from the reporter. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anaemia ("anemia"), hypersensitivity ("allergy symptoms"), rash ("rashes") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (salipingo-hysterectomy on (B)(6) 2015 to relieve symptoms related to the defective essure device). At the time of the report, the abdominal pain lower, genital haemorrhage, anaemia, hypersensitivity, rash and dyspareunia was resolving. The reporter considered abdominal pain lower, anaemia, dyspareunia, genital haemorrhage, hypersensitivity and rash to be related to essure. The reporter commented: patient symptoms had subsided following salipingo-hysterectomy procedure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: revealed that the coils were properly placed. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.